Event description:
Customer's mother reported via phone call that the customer's insulin pump alarmed button error. Customer was advised to call back for troubleshooting as it was not possible at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.